Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color and it came out from the patient body. Hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the left superficial femoral artery. An ipsilateral antegrade approach was made. An unknown 6f short sheath was used. The back-flow from the indicator stopped and the user retracted carefully. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color and it came out from the patient body. Hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was the left superficial femoral artery. An ipsilateral antegrade approach was made. An unknown 6f short sheath was used. The back-flow from the indicator stopped and the user retracted carefully. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position. The deployment lever was then fully depressed, which resulted in the expected plug deployment and retraction of the indicator wire. The indicator window transitioned to the black/white and red position, and no anomalies were observed during the process. A high magnification evaluation was executed to evaluate the internal mechanism after opening the device case. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was performed with no anomalies noted. The window achieved all colors. The plug was deployed. The internal mechanism showed no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.